Event description:
Consumer indicates sustaining burns after wearing heat patch which necessitate ongoing medical treatment.

Manufacturer narrative:
Product has been discarded. Unable to run complaint history check as lot number is unknown. Will continue to monitor on monthly trend reports.